Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded on keypad trace. The insulin pump was unable to perform the functional testing including the displacement, basic occlusion, occlusion, prime and no delivery tests due to keypad damage. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer's father reported that the esc and act buttons were unresponsive. The customer's father reported that they received a button error alarm and no delivery alarm. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 356 mg/dl at the time of call. The customer's blood glucose was 151 mg/dl at the end of call. The customer's father stated that they treated the high blood glucose with manual injection. The customer's father performed troubleshooting and did not found setting issues. The customer's father stated that there were air bubbles but they were able to clear the air bubbles out of the tubing. The customer's father stated that the insulin did exit during plunger push. The insulin pump will be returned for analysis.